Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience sierra, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 a 3.0x33mm xience sierra stent was implanted. On (B)(6) 2018 the patient was re-admitted with an acute myocardial infarction and other unspecified cardio vascular symptoms. The treatment performed and patient outcome is unknown. No additional information was provided.